Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were tested on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a partial blockage in the integrated multisensor technology (imt) port assembly caused by barrier gel from sample tubes. The cse cleaned the port, rotary valve and sample drain and replaced the rotary valve seal, sample probe and imt sensor. Diluent check, precision tests and quality controls were run, resulting within range. The cause of discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.